Event description:
It was reported that the patient felt shortness of breath, fatigue, and hypotension. The patient was evaluated in clinic and it was noted that the right atrial (ra) lead alerted for high impedances. There was questionable capture with inconsistent capture at highest outputs. Oversensing was noted on electrogram with patient movement. An atrial lead fracture was confirmed by an observed sharp bend in the lead. The ra lead was capped and replaced. It was also reported that during the ra lead replacement procedure, the right ventricular (rv) lead was noted with violation of insulation integrity. The rv lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead; implanted: (B)(6) 2009; 694965, lead; implanted: (B)(6) 2006. (B)(4).